Event description:
It was reported the patient presented for follow-up in clinic. During a firmware update, the leadless pacemaker (lp) went into back up mode. The lp was restored and the update was successful. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.